Manufacturer narrative:
After further review of the file, the following sections have been updated accordingly. Heartware will submit a supplemental report when new facts arise which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
One battery was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event of "power disconnect". The reported event could not be confirmed via log files since log files from the reported date were not available. Analysis of the device revealed that the device met specifications; the device passed visual examination and functional testing. The battery performed as intended. The instructions for use (IFU) and patient manual include a reference guide for both visual and tone alarms including potential causes and actions to take. Additionally there is a warning to keep spare, fully charged batteries and back up controller available at all time. The steps for exchange of batteries and controllers are outlined. It further warns that damaged equipment should be reported to the manufacturer and inspected. This event was assessed and is being reported as part of a retrospective review of events, which was in response to an update to the MDR decision criteria.

Event description:
It was reported that the patient's new battery showed 3 green bars on the battery display but the controller continuously sounded the "power disconnect" alarm.  The patient tried other batteries on that port of the controller with no issues.  The battery was replaced with no effect on the patient.